Event description:
Unable to get ablation machine to hold pressure during procedure. One probe had a leak in it. Case aborted.======================manufacturer response for thermal balloon ablation system, thermachoice 2 (per site reporter).======================manufacturer sent four kits to send the contaminated catheters back for inspection and possible credit. Catheter sales rep had been here a month ago for same issue, could be related to training.